Event description:
A physician reported on (B)(6) 2012, that upon interrogation of a patient's model 102 generator, the physician received a warning about current not being delivered at the specified level, and a warning indicating that the impedance was higher than normal. Attempts to obtain additional information have been unsuccessful to date.

Event description:
Analysis of the explanted lead and generator has been completed. The generator performed to specifications and no anomalies were found. The electrode portion of the lead was not returned. No lead discontinuities were observed in the returned portion of the lead. Dried body fluids were observed in the inner and outer tubing however, only openings likely made during explant were observed. Setscrew marks on the lead pin indicate that the pin had been properly inserted at one point in time. It is likely that a lead fracture exists in the portion not returned.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received indicating that surgery to replace the patient's vns lead and generator has occurred. The explanted lead and generator have been returned and are currently undergoing analysis.

Event description:
The implant card was received for the generator and lead replacement surgery on (B)(6) 2012. The replacement reason was reported as "lead discontinuity." The lead impedance following replacement was not indicated on the card.

Manufacturer narrative:
Age at time of event. Corrected data: the initial report inadvertently reported the incorrect patient age at the time of the event.

Manufacturer narrative:
Date of this report, corrected data: initial report inadvertently listed the incorrect date. Type of device, corrected data: initial report inadvertently indicated the incorrect common device name. Name and address, corrected data: initial report inadvertently did not format the initial reporter information correctly.